Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the severed portions of the outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a thrombus formation around its bearing ball. Its laminated structure and areas of denaturing indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Further analysis of the pump revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator, however, its origin could not be confirmed. A root cause for the development of the observed depositions could not conclusively be determined. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump passed all electrical and functional testing. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with an elevated lactate dehydrogenase of 905 u/l. At admission the patient had a therapeutic inr of 2.9 and a plasma free hemoglobin of approximately 160 g/dl. The patient was started on bivalirudin. A ramp echocardiogram showed appropriate decompression of the left ventricle and a cardiac CT scan showed no evidence of device thrombosis. After one week on bivalirudin, the patient¿s ldh started to increase. On (B)(6) 2016, the patient underwent a pump exchange. It was reported that upon explant, visible thrombus was observed by the surgeon.

Manufacturer narrative:
The referenced sus voluntary event foi report, mw5066104.

Event description:
Additional information: sus voluntary event foi report, mw5066104. Event date: (B)(6) 2016. Report date: 11/15/2016. Event description: pt admitted on (B)(6)2016 due to an elevated ldh of 905. A bivalirudin drip was initiated which decreased the ldh to the 700's. A cardiac morphology CT was performed which did not reveal a thrombus in either the inflow or outflow cannulas. Tte showed a decompressed lv. Due to the fact that the ldh did not return to normal, the pt was taken to the operating room on (B)(6) 2016 or a lvad pump was sent back to st. Jude for eval. Of note, the pt has been maintained on coumadin, aspirin and persantine since the pump exchange on (B)(6)2016.